Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe catheter was used during a colonoscopy with arteriovenous malformation (avm) with cautery. According to the complainant, during the procedure, the gold probe catheter did not heat up. The device was removed and tested in saline and it still did not heat up. The procedure was completed with another gold probe catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.